Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility reports (B)(4) were received on (B)(6) 2020 (the same event is reported in both user facility reports). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a chronic nocardia driveline infection and chronically draining fistula now presented with new spontaneous rupture of purulent drainage from a more proximal site along the driveline tract. A surgical incision and drainage (I&d) of the site, with application of a vacuum dressing, was performed. Intravenous (IV) antibiotics were used during the hospitalization and transitioned to oral at discharge.